Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a penumbra smart coil (smart coil). During the procedure, the physician attempted to place a smart coil using a non penumbra microcatheter in the target vessel; however, resistance was encountered in the middle of the microcatheter and the smart coil would not advance further. Therefore, it was removed. The procedure was completed using three non penumbra coils. There was no adverse effect to the patient.